Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. Blood glucose reading was 423 mg/dl. Customer current blood glucose was 165 mg/dl. Insulin pump had a insulin flow block alarm. Customer was using insulin pump system within 48 hours of reported event. Auto mode was active at time of event. No further patient complication were reported. Insulin pump will not be return for analysis.